Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a faulty transistor on the main board. The main board was scrapped to resolve the report. The customer was sent a replacement device. Analysis for reports of this type has not identified an increase in trend.